Event description:
While performing installation, a beckman coulter inc. (Bec) field service engineer (fse) noted tubing for pipettor #2 leaked during installation of a unicel dxi 800 access immunoassay system. Patient results are not being questioned by this event. No report of an affect to patients or end users in association to this event.

Manufacturer narrative:
Fse noted the leak was due to a pin hole on the tubing for pipettor #2. Fse replaced the tubing for pipettor #2. Hardware is the root cause for this event. Bec internal identification # is (B)(4).